Manufacturer narrative:
The bactiseal catheter was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Due to no product ID and or lot number available, we are providing res# 94622 for your information.

Manufacturer narrative:
Updated fields: g3, g6, h11. All finished goods test results, including endotoxin satisfactorily met the requirements.

Event description:
N/a.

Event description:
This is 2 of 2 reports linked to mfg report number: 3013886523-2024-00129 a physician reported a hakim valve (unknown ID) and bactiseal catheter (unknown ID) were implanted on (B)(6) 2024. The patient developed an infection within 15 days of being implanted. There is no further information provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.